Event description:
The event is reported as: the customer alleges that the inspiratory wire appears to have slipped a large distance from the area of the temperature probe and the circuit is not heating. No report of pt injury or harm.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The DHR (device history record) review could not be conducted since the lot number was not provided. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. The customer complaint cannot be confirmed due to the lack of product sample to perform an investigation and determine the source of defect reported. If the defective sample becomes available at a later date this complaint will be re-opened.